Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. As part of the investigation, it was determined that visual inspection revealed exposed copper strands causing thermal damage and impaired drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of pyxibus cable replacement 7 drawer aux failed drawer in the dchu inspection process. According to work order # (B)(4) the fse reported that the customer reported matrix 1 and tower both were not detected on bus. Both were recoverable. No defect found. The fse performed a function check. During inspection the fse found damaged 6 drawer pyxibus cable and replaced it. During dchu visual inspection: p/n 120547-01: was received exposed copper strands with burn marks. During dchu testing: p/n 120547-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint, medstationes failed drawer was determined to be damaged assy cbl pyxibus 6 drawer (p/n 120547-01). Visual inspection of the cable showed evidence of exposed copper strands which lead to thermal damage and compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was unable to recover. A field service engineer (fse) verified the customer¿s report that matrix 1 and the tower were not detected on the bus. Both were recoverable, and no defects were found. Function checks and proactive inspection were performed. During the inspection, a damaged drawer 6 pyxibus cable was discovered and replaced. The station was confirmed operational after testing. The system functioned as intended after the field service engineer repaired the device.